Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. Customer¿s blood glucose level was 400 mg/dl at time of incident and current blood glucose level was 300 mg/dl to 340 mg/dl. Customer did not feel okay to troubleshooting and declined further troubleshooting. Customer getting insulin flow blocked alarm, changed the infusion an hour ago tried to deliver a bolus but still getting insulin flow blocked alarm. Customer reported that the insulin pump system had not been in use within 48 hours of reported high blood glucose event. It was unknown that the customer was used auto mode feature or not. The insulin will not be returned for analysis.